Event description:
During surgery surgeon was using hand-held hook tip coagulator to coagulate bleeders and when it was pulled out of the puncture wound the tip of the coagulator electrode broke off inside the knee. The broken tip was retrieved later.